Manufacturer narrative:
The insulin pump had button error alarm and no esc button response due to flattened esc button dome switch.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.